Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they forgot how to delete the data to avoid connection lag issue. Agent assisted the patient in deleting the data. Patient was able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for spinal pain. It was reported that the patient has had the communicator for 'about a year and a half now,' but their equipment has not held a charge 'for the first year, really.' For the first year after getting the equipment, it would hold charge 'for a long time,' but they didn't know what the communicator battery level was due to not having numbers. It took a charge well, there was no port damage, and the indicator lights came on appropriately. They had been charging the equipment once or twice a day. They were unsure of how long it took for the orange light to come on, but they thought it happened when they had not used the communicator in 6-8 hours, but they may not have plugged it in overnight and then they use it a few times. They agreed to monitor communicator battery. Additional information received from the patient reported that they were having issues connecting to the pump and it was taking a long time for them to get a bolus. They cleared data but they were still having issues connecting to the pump. A request was sent to repair to replace the communicator. Agent reviewed that if the new communicator did not resolve the connection issue they will need to have the pump checked in office. Additional information was provided from a consumer stated that they called a couple months ago because their pain pump was slow and the representative told them to empty the memory about once a month. The patient stated they do not remember how to do that. The agent walked the patient through clearing data on the handset. The patient will monitor lag issue and call back if further assistance is needed.